Event description:
This event occurred on (B)(6) 2012; however, the fact that the load was not recalled and used on a patient was not disclosed until (B)(4) 2012. The effective alert date is (B)(4) 2012. A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad nx sterilizer. The processed bi was reported as positive after a 5 hour incubation period. The load was not recalled successfully. An olympus cyf-5 scope was used on a patient. The patient did not received any prophylactic treatment before or after the incident. The patient was advised of the event and is doing well. There was no reported of injury or harm from the event. The previous and subsequent bi results were negative. The chemical indicators in the load changed appropriately and there was no malfunction of the sterrad nx sterilizer. The cyclesure 24 biological indicator (bi) exhibited growth and reduced media levels after 5 hours of incubation at 55-60oc. The media level was not checked after processing. The cap was completely depressed. There was no leakage observed. The suspect bi was sent to their internal lab for evaluation; however, the lab incubated it at 30-350oc, therefore there are no results.

Manufacturer narrative:
Sex: corrected from female to unknown.

Manufacturer narrative:
It is reported that the facility has two new spd (sterile processing department) employees and stated that 'it is possible that the bi was crushed prior to processing; however, no one is admitting to it if this has occurred.' The infection coordinator attributed the positive bi to the six minutes it took for them to put the bi in the incubator from the unit. The complete staff has been retrained as a result of this event emphasizing that loads are not to be released until the bi status is known. The product IFU was thoroughly reviewed with the customer and multiple general questions about bi usage were answered. The customer was advised that delayed incubation could have an opposite effect. The customer was advised to send asp any future suspected positive bis. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted. Device code -no code available: suspect positive bi.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard analysis. The DHR (device history record) review demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' was analyzed between (B)(4) 2011 and (B)(4) 2012 and identified (B)(4) isolated/random spikes above the mean that stayed within the control limits. Therefore, no significant trend was observed; however, the issue will continue to be monitored. Trending analysis by lot number revealed that from (B)(4) 2012, which is the approximately (B)(4) period from date of manufacture to the complaint open date, (B)(4) similar incidents were reported, (B)(4) at the same facility on the same day. The fmea (failure mode and effects analysis) reveals that the rpn for this issue is at an acceptable level. The hha (health hazard analysis) was reviewed and the issue is considered to have a risk of none/negligible. (B)(4) unused bis were returned and tested. No anomalies were observed in any of them. (B)(4) (returned/unused) bis were used as growth controls. The growth results after 24 hours of incubation met functional requirements. (B)(4) retains bis were submitted for functional evaluation. The product was found to perform in its intended manner after 72 hours of incubation. The most probable cause of the suspected positive bi is that a bi with pre-existing ampoule damage was processed in the sterrad cycle. The bi was positive after 5 hours of incubation with visibly reduced media levels, which suggests that the ampoule was fractured prior to sterrad processing, enabling the media fluid to react with the hydrogen peroxide sterilant - ultimately leading to a false positive result. Micro-fractures in the ampoule glass can occur as a result of ampoule defect, manufacturing error, or physical trauma during shipping and handling. For this reason, the IFU instructs to confirm ampoule integrity prior to use. The customer did not perform this step. Since the DHR review found no anomalies that would contribute to this issue and both the retains and RMA products met functional requirements, the cause is most likely not related to manufacturing. It was reported that it is possible that the bi was crushed prior to sterilization since there were two new staff members. However, it was also stated that the staff "wouldn't admit to this, even if they had done it." Product IFU was reviewed with the customer during follow-up, during which it was iterated to confirm ampoule integrity prior to processing. A customer letter has been sent regarding this issue.